Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated with a ped3 pipeline had complications. At 3 month follow-up after successful pipeline vantage implantation. Observed thrombus formation on the proximal end of stent. Rate of stenosis approximately 70% of vessel cross-section, length 9mm. Retrospectively it was revealed that pipeline had sub-optimal proximal apposition on the day of implantation and the proximal end was free-floating. The devices were prepared as indicated in the instructions for use (IFU). The patient was being treated for an unruptured, fusiform aneurysm in the right internal carotid artery (ica) c4-c6 location. The max diameter was 9mm/15mm. The distal landing zone was 2,4mm and the proximal landing zone was 4,5mm. Vessel tortuosity was moderate. Dual antiplanet treatment was administered. Angiographic result post procedure was excellent. 2022-10-04 email, fu (for, rep, hcp): no new event information received. 2022-10-04 email (for, rep, hcp, sdy): additional information received reported that stenosis was revealed during routine follow-up angio - there were no symptoms at the time. There were no symptoms after implantation and at the 3m. Follow-up. They checked again the angio recording from the implantation day and found out the sub-optimal proximal end implantation. There were no product related issues during the implantation. Device opened normally, as expected ¿ no issue with opening.